Event description:
It was reported that this right atrial (ra) lead had a lead failure. Technical services (ts) discussed the need to reach out to the healthcare provider (hcp) to address the lead issue and determine when the lead failure occurred and which lead is affected. This ra lead remains in service. No adverse patient effects were reported.